Event description:
Trocar failed during hernia repair surgery. One of the internal rings of the trocar popped off. The ring that popped off fell into the body cavity and was able to be easily recovered. The failed trocar was removed and new one placed with no further issues. (B)(6).